Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1520ml, indicating the home patient (hp) drained 1520ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detected at the initial drain, after the I-drain alarm volume was met, and a false empty detect during the previous therapy, at the last drain. Should additional relevant information become available, a supplemental report will be submitted.